Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called for the high blood glucose. The customer's blood glucose was 835 mg/dl at the time of the incident. The customer's blood glucose was 863 mg/dl at the time of hospitalization. The customer's blood glucose was 301 mg/dl at the time of call. The customer stated that she was wearing the insulin pump at the time of ambulance call. The insulin pump will not be returned for analysis.